Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of coil wire unraveled, exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire and a boston scientific stent were used during a percutaneous nephrolithotomy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure as the guidewire was being removed from the stent, the coil wire unraveled, exposing the tip of the metal corewire. The stent was torn during guidewire removal. No part of the stent or the guidewire detached inside the patient. The stent was left in place and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The user/voluntary medwatch# 2200710000-2016-8021.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire and a boston scientific stent were used during a percutaneous nephrolithotomy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure as the guidewire was being removed from the stent, the coil wire unraveled, exposing the tip of the metal corewire. The stent was torn during guidewire removal. No part of the stent or the guidewire detached inside the patient. The stent was left in place and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information as of june 14, 2016. The exact procedure name performed on (B)(6) 2016 was cystoscopy, right retrograde and antegrade pyelogram, right ureteroscopy, stent exchange, percutaneous access and dilatation of tract, pcnl, antegrade stent, antegrade nephrostomy tube x2. This amplatz super stiff guidewire was used to place a stent.